Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient was injured by excessive levels of chromium and cobalt. Doi: (B)(6) 2008 - dor: none reported (right hip). (B)(6). Update der rcvd 30 oct 2014 - added surgeon and sales rep information, dor, pain as a reason for revision, head details and unknown stem.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. See section d for any product information received.  Depuy synthes has been informed that the catalog number and lot number is not available.